Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in the ICU (unrelated) and was calling to confirm their ins was shut off. The information was reviewed, and the caller confirmed several times that their stimulation was off, but that they could still feel the stimulation. The caller stated that they turned their stimulation off with their healthcare provider about 30 minutes prior to calling but they were still feeling stimulation. The caller confirmed stimulation was not uncomfortable, but that it disrupts them when sleeping. The patient stated that there were tests the hospital wanted to run, and the device was interfering with them. The patient stated that a representative had been paged, but the representative couldn¿t come into the hospital. During the call, it was reviewed how to check the ins and the patient reported seeing the stimulation off icon. No further complications were reported.